Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). It should be noted that the patient's anatomy was moderately tortuous. During the procedure, the physician seated a velocity within a cat5, and advanced the devices together with a guidewire into the target vessel. The physician then attempted to advance a 4x30 stent retriever through the velocity but it stopped advancing shortly after it passed the hub. The physician decided to check the velocity for de-lamination by advancing the guidewire to the tip of the velocity, and reported that the guidewire was able to advance without difficulty. The physician then suspected that there was a problem with the 4x30 stent retriever and removed it from the procedure and used a 3x20 stent retriever instead. Upon advancement of the 3x20 stent retriever past the position where the 4x30 stent retriever would not advance, the physician encountered a "gritty" feeling. Subsequently, he noticed that the 3x20 stent retriever had deployed within the cat5. The cat5, velocity, and 3x20 stent retriever were then removed from the patient. Upon removal, the physician found that the velocity had fractured approximately 20-30 cm from the hub and the 3x20 stent retriever had trapped the fractured part of the velocity within the cat5. The fractured part of the velocity was therefore removed from the cat5 and the procedure was continued using the same cat5 and a new velocity. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). It should be noted that the patient''s anatomy was moderately tortuous. During the procedure, the physician seated a velocity within a non-penumbra intermediate catheter, and advanced the devices together with a guidewire into the target vessel. The physician then attempted to advance a 4x30 stent retriever through the velocity but it stopped advancing shortly after it passed the hub. The physician decided to check the velocity for de-lamination by advancing the guidewire to the tip of the velocity, and reported that the guidewire was able to advance without difficulty. The physician then suspected that there was a problem with the 4x30 stent retriever and removed it from the procedure and used a 3x20 stent retriever instead. Upon advancement of the 3x20 stent retriever past the position where the 4x30 stent retriever would not advance, the physician encountered a "gritty" feeling. Subsequently, he noticed that the 3x20 stent retriever had deployed within the intermediate catheter. The intermediate catheter, velocity, and 3x20 stent retriever were then removed from the patient. Upon removal, the physician found that the velocity had fractured approximately 20-30 cm from the hub and the 3x20 stent retriever had trapped the fractured part of the velocity within the intermediate catheter. The fractured part of the velocity was therefore removed from the intermediate catheter and the procedure was continued using the same intermediate catheter and a new velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-00947. 1.describe event or problem. Results: the velocity was fractured approximately 39.0 cm from the hub. The strain relief was stretched. Conclusion: evaluation of the returned velocity confirmed the reported fracture. If the device is manipulated against resistance or extreme angles, damage such as a fracture may result. If the catheter was fractured prior to advancement of the non-penumbra stent retrievers, it may have contributed to the difficulty advancing experienced during the procedure. The non-penumbra devices identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.